Event description:
On (B)(6) 2009, company representative reported patient was having concerns with the infusion sets she was using. She stated the infusion headset is falling off of the adhesive. Company representative reported the patient was not home right now. Attempts to contact patient were unsuccessful. No physiological effects were reported. The patient did not require medical assistance from a health care professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.